Event description:
Bard huber safe step needle, the safety did not engage when deaccessing the patient. Manufacturer response for huber needle, safe step (per site reporter): will pick up for testing.